Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture and undersensing on the right atrial (ra) lead. It was noted that ra lead was oversensing and had loss of capture due to patient manipulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.